Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 46 mg/dl. Reportedly, the low was attributed to the customer stacking insulin. Customer consumed juice to treat low bg. Reportedly, customer lost consciousness and required an individual to come and check on the customer due to low bg, however, customer declined to provide any additional information to tandem technical support regarding the reported issue and declined further troubleshooting.